Event description:
A nurse reported that the equipment displayed a system message and locked during a vitrectomy procedure. The procedure was completed with another equipment, following a delay of 20 minutes. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and did not report replicating the system message reported. The company rep cleaned the electrical contacts of the host module. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to the event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).